Manufacturer narrative:
Manufacturer's investigation conclusion: the mpu was not returned for analysis. Additional information provided communicated that the mpu ac power cord became disconnected from the wall outlet. The root cause of the reported event was determined to be the mpu ac power cord becoming disconnected from the wall outlet due to the patient tripping on the power cord. The device history records were reviewed and the records revealed that the mobile power unit (mpu) was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2022. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a low voltage hazard/ no external power was seen in the log files to have occurred at 22:30 on (B)(6) 2023. The mobile power unit (mpu) became disconnected at the outlet when the patient turned.